Event description:
During laparoscopic robotic left inguinal hernia repair, during the last drive of the needle through the peritoneum, the da vinci suture cut needle driver. One of the arms broke completely off.